Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for complex reg pain syndrome type ii and spinal pain. It was reported that the patient had difficulty or was unable to charge. Repositioning the antenna, using the antenna locate (al) feature, and using another recharger did not resolve the issue. They were able to communicate with a programmer and clinician programmer. They got a baseline of 38 and a highest number of 42 with the al feature. The patient charges every monday and was able to recharge fine last week. Doing imaging to see if the ins was flipped was reviewed. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported on 2017-jan-31 that a different manufacturer representative met with the patient and after speaking to the repair department, it was determined that the patient just needed a new recharger.

Event description:
Additional information received reported that the patient was going to be seen by a manufacturer representative and their healthcare provider (hcp) on (B)(6) 2017. Additional information received from the manufacturer representative reported that they met with the patient on the date of this report to check their recharger. The manufacturer representative stated that their own recharger worked fine with eight bars, but the patient¿s recharger wouldn't communicate with the implant.